Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Physician has indicated that the device is not related to the event. Patient has discontinued all use of opioid narcotic pain medication and is not undergoing any intervention.

Manufacturer narrative:
(B)(4). Concomitant medical product: persona femoral cemented posterior stabilized narrow left size 8, catalog #: 42500006401, lot #: 62839198; persona cemented stemmed 5-degree tibia left size f, catalog #: 42532007501, lot #: 62919852; persona all poly patella cemented 35 mm diameter, catalog #: 42540000035, lot #: 62807684. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00211, 0002648920-2017-00225, and 0002648920-2017-00227.

Event description:
It was reported that following a total knee arthroplasty of the left knee, the patient is experiencing itching, swelling and instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon review this is an FDA reportable event.